Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed no damage or other anomalies on the network interface card (nic) panel nor on either of the two returned cables. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Per subsidiary, the ce had to reboot three times before the unit worked normally. The network interface card (nic) board and two pump cables were replaced. These parts will be returned to the customer for further evaluation.

Event description:
It was reported that during routine testing of the device at the user facility, the device had a communication problem. The clinical engineer (ce) found two pumps indicated "?" On the central control monitor (ccm). There was no patient involvement.